Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received alleges the patient has severe sleep apnea and has difficulty breathing without the use of the device. The patient alleges the machine does not vary the pressure anymore. It reaches the maximum output of air at level 24 and then stays there. It does not go up and down anymore as it did in the beginning. The patient is continuing to use the device. There was no specified medical intervention mentioned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.